Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 11th may 2009 and performed to specification, alongside random manual power ons, up to the 29th january 2012. The device failed a self-test due to a low battery on the 5th february 2012 and remained in fault mode until march 2012 when an increase in voltage suggests a further pad-pak was installed with the device passing a self-test. A temperature was recorded below the recommended minimum operating temperature for this device. The device records multiple manual power ups mainly of ten minutes duration between the 19th october 2015 and the 8th november 2015.the pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The low temperature recorded would have contributed to the self-test fail recorded in the history log. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.